Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The indication for pump use was failed back syndrome - other and non-malignant pain. On (B)(6) 2016 it was reported that the patient's physician refused to see her. The last time she was in for a pump refill, she was informed that her pump needed to be replaced. She needed to get a physical, etc. She did everything except an EKG and she was told that she had about a month. Meanwhile, she "had a bacterial infection and found out I'm allergic to most of these medications". Her doctor then refused to see her all of a sudden. She had tried to get a referral too and that doctor wouldn' t take her. The patient was looking for other doctors. The pump was out of medication and the ambulance sound had been going off for a while. The patient had been using the urgent care so far.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.